Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) came up through the patient¿s skin about 2 months prior to when the ins was replaced in (B)(6) of 2013.